Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to noise on the shock channel. A review of the episode revealed a 1:1 atrioventricular rhythm that was misclassified as ventricular tachycardia, resulting in the delivery of five anti-tachycardia pacing (atp) bursts followed by six shocks. The final shock accelerated the rhythm into the ventricular fibrillation (vf) zone before it spontaneously returned to sinus tachycardia. This device remains in service. No additional adverse patient effects were reported.